Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. During the additional evaluation we tried to remove the jammed cable from the tensioner, but it was not possible. The cable is strongly jammed. We have to assume the exceeding applied force lead to this problem. Therefore, we are not able to test the device in question and also not to find out the root cause for the reported problem.

Event description:
Dial on the tensioner didn''t work. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
The patient was being treated for secondary fracture at diaphysis.